Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a polyflux 140h dialyzer, an external fluid leak was observed at the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the device was not received for evaluation, however photos were received. During visual inspection, no failure for the reported problem could be identified on the photos. The reported event of external leak was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.